Event description:
It was reported by the customer's mother that their insulin pump keypad was unresponsive to user inputs. Customer stated that the buttons are sticking and the numbers continue to scroll on the display screen. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 265 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage on the keypad traces. No unexpected scrolling numbers noted. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.